Event description:
Customer reported that the machine did not pull enough weight. It removed only about 50-70 ml an hour. The difference is what was programmed into the machine and what displayed on the screen during the run. No pt injury was reported.